Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp was found installed in the wrong position, causing the lamp to not properly seat in place. Additionally, a worn-out scope socket slider switch was causing intermittent use of high intensity mode. Metal was found exposed at the top cover, and the labeling on the front panel was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while attempted to change out his olympus evis exera iii xenon light source¿s lamp assembly, he was unable to get it to properly seat into the base. According to the initial reporter, the lamp assembly would not lock back in place. This event did not occur during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the heat sink being installed in the incorrect position could not be identified. Olympus will continue to monitor field performance for this device.